Event description:
The physician pretested the cassi biopsy device and it funcctioned normally. She made a 4-5 mm skin nick through which she had biopsied another lesion a few minutes earlier. She used this same skin nick to biopsy a second lesion and approached the lesion at a very steep angle aginst the breast because of its posterior location. After the fourth pass, she noticed a partial thickness skin tear which was about 1 x1 cm and associated with the skin nick. Because the room was dark, she did not know when the skin nick occurred. The tear involved the top layers of the epidermis. The physician repaired the tear with sutures. The patient was placed on prophylactic antibiotics. She came back to have the sutures removed and steri strips applied 04/2006. The physician stated that the area looks like it is healing well and patient was in good condition.